Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise appears on the screen: was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope screen becomes noised. The issue occurred during inspection for use. There was no patient involvement.